Event description:
Found during routine testing. According to the reporter, the device is not charging the battery and device won't run on dc power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.